Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4819671 180-01-50 - crown cup, cluster-hole gr.50.

Event description:
It was reported that this 67 y/o female patient's hip was revised approximately 6 years 9 months post op initial surgery. The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. In the x-ray control. There was a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum, as a sign of inlay wear. This was possible when changing the inlay to a vitd-hardened one. Specially approved inlay (novation xle +5mm lateralized liner, ref (B)(4), sn (B)(6)) can be verified. As part of the replacement operation, in addition to the inlay replacement, the solid integrity of the cup was determined, as well as the curettage and filling of the cysts in the socket using allogeneic spongiosa and the replacement of the prosthetic head.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code, investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.